Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient was diagnosed with alzheimer's in (B)(6) 2019. She began using the device in (B)(6) 2019. Since starting the use of the device, the patient's dementia has severely worsened. The patient now requires full-time care and was placed in a nursing home as of (B)(6) 2023. The dementia has progressed so severely that the patient does not recognize her child.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging that the patient was diagnosed with alzheimer's in january of 2019. The patient began using the device in may of 2019. Since starting the use of the dreamstation auto bipap device, the patient's dementia has severely worsened. The patient now requires full-time care and was placed in a nursing home as of august 2023. The dementia has progressed so severely that the patient does not recognize her child. Multiple good-faith efforts have been completed to obtain additional information without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.